Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). F

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was alarming or beeping. It was beeping multiple beeps at irregular intervals, sounded "like a dump truck backing up." The reporter was to follow up with their hcp. The patient was freezing; was cold, had a runny nose, and slight chest pain. The pump was near the expected longevity, and the patient's hcp reportedly told her that it must be replaced. The patient also took percocet.

Event description:
It was reported that the patient heard an alarm starting on (B)(6) 2015, but telemetry had not yet been performed. The pump was reportedly beeping whenever she would move or bend. The patient¿s doctor dismissed her 5 months ago, and could not find a new healthcare provider (hcp). The patient therefore wanted the pump removed or to find an hcp to manage the pump. The patient reported being told that she would never have to take another pain pill, but it ¿only goes to her back.¿ the patient was taking 0.6mg of morphine and it did not help her back. When the patient would sit, the top of the pump would stick ¿way out¿ and she could put her hand behind it. The reporter later stated that the pump was alarming because it was empty or almost empty. The patient also had an hcp to fill the pump on ¿thursday.¿ the pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up re port will be sent.